Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the synchroseal instrument involved with this complaint and completed the device evaluation. The instrument was placed and driven on an in-house system. The instrument passed the recognition, engagement, and self-check tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. Electrical continuity was tested and passed. Upon visual inspection, all 9 jaw ceramic dots were present at the tips. The instrument was connected to the e-100 generator and was tested for energy delivery. The e-100 generator did not turn off during in-house testing and no intermittent sealing was observed. A review of the remotefe logs did not show any failures relating to the instrument. Additional observation not reported by site: the instrument was found to have thermal damage on the cut electrode located on the bottom jaw of the grip set. Electrical continuity was tested and passed. The root cause of this failure is attributed to a component failure.

Event description:
It was reported that during a da vinci-assisted oophorectomy surgical procedure, the e-100 was turning off when using the synchroseal instrument. The procedure was completed with no reported injury.